Manufacturer narrative:
Our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of needle pulled out of hub was confirmed upon inspection of the sample photo. Analysis of the sample showed that the needle was separated from the hub and there is no epoxy at the connection point of the needle and hub. Bd determined that the cause of the failure was related to our manual assembly process. Actions have been taken to address the cause of this failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Event description:
Material #: 380408 batch #: 0275510 it was reported by customer that the metal needle was detached from the luer hub. Verbatim: rcc received a complaint via email. Email(s) attached. A complaint from our customers was received for item 201344001 (needle, 22 ga x 1.5 in). The metal needle was detached from the luer hub. Please, also find attached document 47997 ¿supplier quality ¿nonconforming material management¿ with detailed information of the nonconformance. Below you will find a brief description of the nonconformance. Complaint number: (B)(4). Model: x3820sjd product evaluation: customer report of issue with needle was confirmed. As received, metal needle was detached from the luer hub (see attached photo 1). No indication of bond material was observed at bond area between metal needle and luer hub (see attached photo 2). Engineering task assigned to manufacturing site for further investigation.

Event description:
It was reported that the bd introducer fn OEM bns needle pulled out of the hub. The following information was provided by the initial reporter: "the metal needle was detached from the luer hub. Please, also find attached document 47997 ¿supplier quality ¿nonconforming material management¿ with detailed information of the nonconformance. Below you will find a brief description of the nonconformance." Complaint number: (B)(4) model: x3820sjd product evaluation: customer report of issue with needle was confirmed. As received, metal needle was detached from the luer hub (see attached photo 1). No indication of bond material was observed at bond area between metal needle and luer hub (see attached photo 2). Engineering task assigned to manufacturing site for further investigation.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.